Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was unknown. Customer advised they experienced severe hypoglycemia and treated their low blood glucose via glucagon. Customer was unresponsive for ten to fifteen minutes and the glucagon helped them become responsive. Troubleshooting for low blood glucose was not performed. The insulin pump will not be returned for analysis.